Event description:
It was reported that the patient had pain in the mid back right above the spinal cord stimulator (scs) incisional scar that worsen with cold weather. The patient was administered with steroid injection. No further information has been obtained.

Event description:
It was reported that the patient had due to a pain in the mid back right above the spinal cord stimulator (scs) incisional scar that worsen with cold weather. The patient was administered with steroid injection. No further information has been obtained. Additional information was received that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information has been obtained.

Manufacturer narrative:
Correction to the initial MDR in block h6.

Event description:
It was reported that the patient had pain in the mid back right above the spinal cord stimulator (scs) incisional scar that worsen with cold weather. The patient was administered with steroid injection. No further information has been obtained. Additional information was received that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information has been obtained.